Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Claim #: (B)(4).

Event description:
He reporter indicated that the surgeon implanted a 12.6mm; vticmo12.6, -9.5/1.5/078 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed, and replaced on (B)(6) 2020 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as patient related factor.